Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2, 14-march-2017- correction to serial#.

Manufacturer narrative:
Follow-up #1: date of submission: 12/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was undamaged and all the buttons were functional. The keypad cover was opened and there was no contamination found. Unrelated to the original complaint, the pump was opened and there was moisture damage found on internal components. The bolus button cover was found to be torn in the center but still functional. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.